Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 21.0 was explanted from a male patient's right eye. The patient was reading 20/20, but was unhappy with his distance vision because he felt like he had to hold his reading material too close to read. The lens was replaced with a symfony multifocal lens. At one day follow-up after the exchange the patient was happy with the results. Patient is at 20/25 uncorrected and j3 at 24 inches. The lens implanted in the left eye still remains implanted. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturing site for evaluation. Device inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: additional information was received but was inadvertently not included in the initial MDR report. It was learned that patient is experiencing some visual disturbance, however the disturbance did not significantly interfered with his daily life. The patient has now recovered. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.